Event description:
It was reported that there was an upstream occlusion. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Additional information: h6. Additional information received by smiths medical that the event occurred during routine inspection.